Event description:
It was reported during surgery, the surgeon noted that metal parts are shaving from the cutter. According to the surgeon, there is still swarf in the ankle joint.

Manufacturer narrative:
Additional information will be provided once investigation is completed.